Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6)/2024. The patient experienced a sensor error which occurred the same day the sensor had been inserted in the arm. The patient experienced a sensor error and there were no cgm readings before going to bed at 8:00 pm. The patient woke up at 3 am the next morning vomiting and experienced diabetic ketoacidosis. The patient checked the tandem after waking up and there were no cgm readings and a sensor error. The patient´s friend took him to the emergency room. There the patient was treated with IV medication. After 9 hours the patient was discharged. At the time of the report the patient was okay and recovering. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis